Manufacturer narrative:
Evaluation conclusion - the issue was resolved for the customer by confirming that the customer will order a new stretcher at their own discretion as well as scrap this unit.

Event description:
It was reported that the unit has damaged welds resulting in sharp edges being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the unit has damaged welds resulting in sharp edges being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.